Event description:
It was reported the pt (B)(6) needed to recharge her ipg daily or occasionally twice daily. The pt stated that she went to bed with the amplitude set at high and when she awoke it had reduced by a number of levels. Diagnostic testing on the lead contacts showed normal impedance readings. Follow-up found the pt reported an increase in the recharging requirement of the ipg. No further info is available at this time.

Manufacturer narrative:
Add'l info: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.